Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was planned for implantation in the patient for the endovascular treatment of a thoracic aortic aneurysm of an unknown size. During the index procedure, it was reported that while attempting to advance the delivery system to the target landing site, the valiant delivery system tip became stuck on another stent graft that had been previously implanted and the device was unable to reach the target area. The valiant device was not implanted. As per the physician, the cause of the event was due to a delicate level difference/unevenness at the surface tip of the valiant stent graft system causing it to become caught on the other stent graft and impeding it from advancing to the target site. It was noted that the valiant device was not broken. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.